Manufacturer narrative:
Manufacturing review: a review of the DHR was performed. No non-conformance issues associated to the reported event were found for this lot that passed all inspections. Investigation summary:the sample returned for evaluation was one 19 gauge introducer needle. Visual, functional, and microscopic evaluations were performed of the physical sample. The luer connector was observed to be cracked. The fracture features were consistent with outward radiating forces originating within the luer hub orifice, and the characteristics observed which supported this type of failure included: multiple cracks were observed which were longitudinally aligned. Multiple superficial cracks were also seen surrounding the primary damage and were also longitudinally aligned. The luer threads were damaged and flared outward. Functional testing of infusion revealed a leak(s) emanating from the crack(s). Functional testing of aspiration showed that air was drawn into the syringe with test water. This investigation is confirmed for connector break/crack. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate. Instructions for use (IFU) pk0713603 rev. 2 that was included with the product includes the following precaution applicable to this failure type: accessories and components used in conjunction with this device should incorporate luer lock connections.

Event description:
It was reported that a crack was identified on the hub prior to the procedure. Another device was used to complete the procedure. There was no reported patient involvement.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that a crack was identified on the hub prior to the procedure. Another device was used to complete the procedure. There was no reported patient involvement.